Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. The lens remains implanted.

Manufacturer narrative:
Work order search: no similar complaints within associated lots were found. Claim# 737875.